Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay." Product labeling also states: "repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms." Confirmatory tests include western blot and hiv rna tests. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hiv duo results for 5 patient samples on a cobas e 801 analytical unit. The elecsys hiv duo results were compared to the results using the geenius hiv 1/2 supplemental assay. Patient 1: the anti-hiv results were non-reactive. The numerical results were 0.0543 coi, 0.0486 coi, and 0.054 coi. The hiv ag results were all reactive. The numerical results were 21.7 coi, 21.0 coi, and 21.0 coi. The result using the geenius hiv 1/2 supplemental assay was indeterminate. Patient 2: this patient was tested on (B)(6) 2025. The anti-hiv results were reactive. The numerical results were 9.7 coi, 10.1 coi, and 9.9 coi. The hiv ag results were all non-reactive. The numerical results were 0.186 coi, 0.17 coi, and 0.17 coi. The result using the geenius hiv 1/2 supplemental assay was negative. Patient 3: this patient was tested on (B)(6) 2025. The anti-hiv results were reactive. The numerical results were 2.46 coi, 2.51 coi, and 2.48 coi. The hiv ag results were all non-reactive. The numerical results were 0.205 coi, 0.196 coi, and 0.197 coi. The result using the geenius hiv 1/2 supplemental assay was negative. The hiv-1 pcr result was negative. The sample was repeated. The anti-hiv results were reactive. The numerical results were 2.7 coi, 2.74 coi, and 2.72 coi. The hiv ag results were all non-reactive. The numerical results were 0.206 coi 0.205 coi, and 0.192 coi. Patient 4: this patient was tested on (B)(6) 2025. The anti-hiv results were reactive. The numerical results were 1.75 coi, 1.75 coi, and 1.79 coi. The hiv ag results were all non-reactive. The numerical results were 0.178 coi, 0.179 coi, and 0.199 coi. The result using the geenius hiv 1/2 supplemental assay was negative. The hiv-1 pcr result was negative. Patient 5: this patient was tested on (B)(6) 2025. The anti-hiv results were reactive. The numerical results were 2.03 coi, 2.07 coi, and 2.06 coi. The hiv ag results were all reactive. The numerical results were 3.9 coi, 3.86 coi, and 3.91 coi. The result using the geenius hiv 1/2 supplemental assay was negative. The hiv-1 pcr result was negative. A new sample was tested. The anti-hiv result was 0.0904 coi (non-reactive). The hiv ag result was 0.137 coi (non-reactive).